Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved in this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not release the clips. The procedure was completed. No known patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip do not show damage. Additionally, the instrument was found to have hairline cracks on grip input disk #7. Other backend components adjacent to the cracked inputs did not show damage.

Event description:
Refer to h10/h11 for follow-up information.